Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "brown distal line not working on central venous line (cvl). Line collapsed and soft following contrast CT in radiology. The line flushed well but on aspiration the tubing just compresses and not blood returns. When trying to infuse, the line continually alarms with high pressures as it twists, curls and had no structure or rigidity." It was reported the line was initially inserted on (B)(6) 2022. The line was removed on (B)(6)2022. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an extension line stretched was able to be confirmed by the photo. The distal extension line appeared flattened and stretched. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "brown distal line not working on central venous line (cvl). Line collapsed and soft following contrast CT in radiology. The line flushed well but on aspiration the tubing just compresses and not blood returns. When trying to infuse, the line continually alarms with high pressures as it twists, curls and had no structure or rigidity." It was reported the line was initially inserted on (B)(6) 2022. The line was removed on (B)(6) 2022. No patient harm reported. The patient's condition is reported as fine.